Manufacturer narrative:
The reagent information was not provided. The calibration and qc were reportedly within specification. The field service engineer (fse) found that the water pump head had failed. The fse replaced a solenoid valve, adjusted the pre-wash sipper, replaced the measuring cells, and performed performance tests, calibration, and qc successfully. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable results for more than 70 patient samples on a cobas e 801 analytical unit. The customer provided an example of discrepant results for 3 patient samples tested for ferritin and vitamin b12. The initial results did not match the patients' clinical pictures which prompted the customer to repeat the samples. Sample 1 had an initial ferritin result of 4.94 ng/ml. The repeat result waws 72.20 ng/ml. Sample 2 had an initial vitamin b12 result of >20000 pg/ml. The repeat result was 469 pg/ml. Sample 3 had an initial vitamin b12 result of >20000 pg/ml. The repeat result was 454 pg/ml. The repeat results were deemed correct.